Event description:
On (B)(6) 2015 additional information was received from the representative who provided that this event did not take place during hospitalization. However, this event caused a new hospitalization for changing the pump. The cause of the safe rate/stopped pump after reset was not determined. "After the first statement," the pump was set stop. There was no alarm when the surgeon replace the pump. The pump was replaced and the patient is alive with effective therapy. Should additional information be received a supplemental report will be filed.

Event description:
On 10-13-2015 additional information was received from the representative. The patient's indication for use was pain. The patient first began to experience the stopped pump/pain on (B)(6)-2015. Actions and interventions taken to resolve the stopped pump was noted as new programming. The patient was now receiving effective therapy and there was no injury. The patient's medication being deli vered at the time of the event, the dose, concentration, concomitant medications, medical history, serial of the device, implant date, and troubleshooting details were now reported as not obtainable. When asked if there was an audible alarm when the pump stopped the reply was (B)(6) 2015. Additional information was requested to clarify if a surgical intervention was planned or scheduled, if the patient required hospitalization, possible cause of the event, and clarification of the audible alarm. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal therapy via an implantable infusion pump. The indication for use was not noted. The pump stopped and errors 8478 (safe rate in use) and 8474 (pump reset) were reported. As a result of the event, the patient experienced "back of pains". The patient status at the time of the report was "alive -no injury". The pump was programmed again and reportedly "no back from the surgeon". No further details were specified. Additional information was requested regarding what drug/concentration/dose/lot was being delivered, patient medical history, the indication for use, device serial number, the implant date, event date, whether alarms were heard, troubleshooting/actions/interventions performed, and patient outcome. Should this information become available, a follow-up will be submitted.